Event description:
During circumcision procedure the mogen clamp was utilized. Upon removal of, it was noted that the clamp had not crushed the sides of the foreskin as intended. The provider noticed bleeding on both sides of the penis due to mogen clamp not functioning as expected. A nitrozine stick had to be used at time of procedure and a suture was warranted. Rebleeding occurred after procedure in which another nitrozine stick was used.